Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 5.2a. Retainer = black. On (B)(6) 2021 the customer alleged the battery needs to be changed every other day and crack on the belt clip rails. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No damage on the belt clip rails noted during physical inspection. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power/battery related errors noted during testing. A review of the history files shows there are no excessive battery changes and no unexpected power/battery alarms that occurred on (B)(6) 2021. The history files show one (1) low battery alert (B)(6) 2021 at 07:47, one (1) batt out limit (power loss) alarm (B)(6) 2021 at 18:26, two (2) change battery (replace battery) alerts (B)(6) 2021 at 17:18 and 18:00, and two (2) off no power (replace battery now) alarms (B)(6) 2021 at 17:49 and 17:59 occurred. The pump was cut to perform a visual inspection and no damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. Unexpected battery power loss complaint is not confirmed. Damage on the belt clip rails is not confirmed. No unexpected power/battery alarms noted during testing or found in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic), unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.